Event description:
Customer called to report that the unicel dxc 800 synchron system generated false carbon dioxide (co2) results for fifteen patient samples. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were reported out of the laboratory, but were amended when the issue was flagged due to failed calibration, and prior to the initiation of patient treatment based on the results. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the instrument issue. The cts instructed customer on how to replace the membrane and clean the electrode port. This resolved the issue and onsite service was not required. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).